Event description:
An endovive safety peg kit pull method device was placed in 2008. According to the complainant, the protective shield of the scalpel was locked when removed from the package. Reportedly, the physician completed the procedure with a different device (manufacturer and part number unknown). No patient complications were reported as a result of this event. The patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.